Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that event reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00165, 1038671-2019-00166 and 1038671-2019-00167.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to general loosening on (B)(6) 2019. There was no delay in surgery and the patient left the operating room in stable condition.